Event description:
It was reported that the right atrial lead exhibited loss of capture due to dislodgement. Helix could not be retracted; due to tissue noted in the helix. The lead was explanted and replaced. The patient's condition was fine before and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.